Event description:
The patient had an evoke spinal cord stimulation (scs) system implanted on (B)(6) 2022. On (B)(6) 2022, the patient experienced spasms in the rib and chest area, treated with medication robaxin, medrol.